Event description:
It was reported that during an emergent procedure of an acute myocardial infarct patient, the nc trek balloon catheter was being advanced through the guide catheter when resistance was noted. The balloon catheter was removed and examined; it was noted to be slightly kinked and the physician attempted to straighten the shaft then re-introduced the balloon catheter into the anatomy. It was noted that the shaft had separated and detached. The device was removed and a second balloon used in the procedure without incident. There was no reported adverse patient effect. There was no clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device: (B)(4) -use after damage. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified. It should be noted that the nc trek instructions for use states: examine the dilatation catheter for bends, kinks, and other damage. Do not use any defective equipment. There is no indication of a product quality deficiency.